Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 2188027 164-03-12 - element-stem, collared w/ha, std offset, sz 12. 3564096 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. 2943059 180-01-54 - nv crown cup clstr hole 54mm group 2.

Event description:
It was reported that this 68 y/o male patient's left hip was revised approximately 10 years 2 months post op. Patient complained of pain. Worn poly. Patient was last known to be in stable condition following the event. Image & ebi attached. Unable to obtain x-rays. Product not returning: chain of command.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H10: corrected. H6: corrected component, and investigation clinical codes.